Event description:
Consumer complaint of about low blood results. Performed blood test - 54 mg/dl. Caller states she normally reads between 90-100mg/dl. Based on (B)(6), the bias between the lowest result in memory (54) and the normal result (100) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).